Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse that during scheduled pm on cardiosave intra-aortic balloon pump (iabp), it was found that ground pin missing from line cord. No patient involved

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 (type of investigation, investigation findings, medical device ¿ problem code, component codes, investigation conclusions). Correction: g2. The fse replaced line cord assembly (0012-00-1688-21) and performed test. All functional and safety test were performed and passed.the following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 19 jan 2026. The failure analysis and testing dept. Received part number 0012-00-1688-21 ac power reel serial number (B)(6) with a reported unit failure of the ground pin was missing. The failure analysis and testing dept. Performed a visual inspection and observed that the ground pin was missing (broken off of the plug). Retaining the ac power reel in the fat dept. Per procedure number (B)(4). Rc1: random interference between the reel flange, bobbins and the cord resulting in cord reel malfunction due to binding with components and failing to retract/extend.